Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board as designed and operated without issue or error codes.